Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('device had migrated to her right ovary/right coil was not in place and left coil was not visible'). In a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2021, the patient experienced abdominal pain lower ("lower right abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation outcome was unknown. And the abdominal pain lower had resolved. The reporter considered abdominal pain lower and device dislocation to be related to essure. The reporter commented: essure removal date reported as (B)(6) 2019. And also reported onset date of ae: (B)(6) 2021, end of date of ae: (B)(6) 2021. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-apr-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device had migrated to her right ovary') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower right abdominal pain"). The patient was treated with surgery (essure removal on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower and device dislocation to be related to essure. The reporter commented: essure removal date reported as (B)(6) 2019 and also reported onset date of ae: (B)(6) 2021, end of date of ae: (B)(6) 2021. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.